Event description:
The customer reported to baxter that the upper y-site of the clearlink continu-flo solution set will not allow flow. The condition seems to occur when used with an ICU secondary medication set. They use the flogard pump but the situation is not specific to one pump, therefore the serial number is unknown. The upper y-site was accessed more than once, the unknown solution bag was squeezed, and it still did not flow. The lower y-site was then accessed and it flowed as normal. The infusion was completed. This has been an ongoing issue. There has not been any patient injury or medical intervention due to the condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number was unknown.